Manufacturer narrative:
Device evaluated by manufacturer was updated from no to yes. This issue reported was a pet system failure during a pet/CT acquisition. The system was restarted and another surview scan was completed; however, pet planning was not accepted, and system power was cycled again. The operator chose to scan the patient for a third time, acquiring a third surview and second low dose CT (ldct). Proceeding on to the pet study, four bed positions were completed when the failure recurred. The acquired data did not display due to the scan being incomplete. Philips was notified of the issue and recommended the customer discontinue the use of the system. A philips field service engineer (fse) was dispatched to the site to evaluate the system. The fse reviewed the log files and found that the database on the pet reconstruction server (prs) was 87% full, causing the system to display an error during pet scanning. Raw data was deleted from the hard disk drive (hdd) to resolve the issue; no replacement parts were required. The total dose information was reviewed by the philips radiation safety officer (rso), who concluded that the total effective dose of 34.1 msv, which was a result of the customer choosing to rescan 2 surviews and the low dose CT scan to the patient, would not result in harm to the patient. The probable cause of the reported issue was the database on the prs was full. Based on investigation conclusion, this issue is not reportable. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was a recurrent pet system failure. Multiple attempts were made to complete the study, which resulted in the patient receiving three surview scans and two low dose CT scans. Four bed positions of the pet scan were acquired; however, the data would not display due to the scan being incomplete. Philips was notified of the issue and recommended the customer discontinue use of the system. Based on the available information, this issue has been initially determined to be a reportable event.